Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was found expired at home on (B)(6) 2017. The manufacturer¿s technical services representative reviewed the submitted log file and reported that mcs equipment operated as expected throughout the log file; however the patient remained on battery power throughout the entire log. The log file confirmed a low battery hazard alarm on "(B)(6) 2018" at 5:35 am, (B)(6) 2017 at 5:45 am the mcs equipment began operating off of the system controller back up battery. The mcs equipment continued to operate on the system controller backup battery until (B)(6) 2017 at 7:04 am, at which time the driveline was disconnected and the pump stopped. The patient was then discovered on (B)(6) 2017 with the driveline connected to the system controller, however both batteries were disconnected. It is unknown if the emergency medical service (ems) personnel disconnected the batteries, or if the patient was found with the alarms active. No additional information provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the ebb. It also confirmed a transient elevation in pump power; however, a specific cause could not conclusively be determined though this evaluation. Review of the submitted log file showed pump power, estimated flow, and average pi typically ranging from 5 to 7.9 watts, 4 to 7.9 lpm, and 1.8 to 7.4, respectively. On (B)(6) 2017, a transient elevation in power was observed, reaching up to 11.8 watts. This event appeared to be associated with a pi event. The log file appeared to show the pump operating as intended until (B)(6) 2017 at time stamp 5:45. The line of data following timestamp (B)(6) 2017 at 5:45 showed a complete loss of power to the system controller, indicated by a time clock reset to (B)(6) 2001 1:00. The total loss of power event was preceded by low battery advisory/hazards and no external power alarms. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller''s internal emergency backup battery (ebb). No other atypical alarms were captured. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.